Event description:
According to the complainant, during the procedure, the prolieve system's anchoring balloon appeared to be leaking. In addition, the prolieve catheter would not stay in place. The physician successfully completed the procedure with another prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further evaluation found the catheter had a ruptured anchoring balloon, which leaked when tested. The customer's complaint is confirmed. A review of the device history record for the prolieve thermodilatation kit lot # 0000606603 was performed, no anomalies were noted.